Event description:
Per the clinic, the patient experienced wound infection (specific date not reported). Subsequently, the patient underwent a washout procedure (specific date not reported) however, the symptom did not resolve. The device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.